Event description:
On (B)(6) 2023, it was reported that patient couldn't increase intensity and impedance was high. Rep was able to reprogram on electrodes without high impedance. On (B)(6) 2023, additional information was received from a manufacturer representative (rep). The rep reported that they were meeting with pt due to therapy concern. Pt is seeing settings not available on controller. Impedance showed >40,000 ohms on electrodes 2, 4 and 7. Right lead has all normal impedance. Pt was using 2,3,4,6 prior to today so caller changed to 1,3,5,6, with 2 anodes and 2 cathodes on program 1. Program 2 has all normal range impedance and no programming changes were made to this program per caller. Impedance on these pairs were: 1/3=1050, 1/5 = 1050, 1/6=1390, 3/5=1180 and 5/6 = 1100. Pt can feel stim but pt also intermittently seeing settings not available on controller still at 5.2ma. They turned stim down and then were able to increase it up to 8.4ma without any oor message. Pt tried again to decrease and then increase stim on controller and then was getting settings not available message at 5.0ma and then 3.8ma. Pt tried again to decrease and increase stim with controller and then was able to increase stim to 4.6 and 4.4ma without any messages showing. Caller is going to have pt watch over their stimulation system and see how they do going forward. On (B)(6) 2023, additional information was received from a manufacturer representative (rep). The rep reported that they programmed around the bad electrodes so yes patient able to receive effective therapy with the current impedance issue. Cause is unknown. There are no options other than a surgical revision to resolve the impedance issue. The issue with the impedance being >40,000 ohms was not resolved. The provided information has been confirmed with the physician/account: on (B)(6) 2023, additional information was received from the patient. Pt called back reporting re-reporting issues with seeing settings not available on controller which began 3-4 weeks ago. Pt was advised to call pats when/if issue reoccurred. Pt indicated intensity settings were 3.4. Pt also described having to reset controller at times bc it was "locking" up. Pss was unable to clarify if touchscreen was unresponsive of if ptm went unresponsive w/ black screen. Pps sent replacement request email to repair for the controller. On (B)(6) 2023, additional information was received from a manufacturer representative (rep). It was reported that they took away any programming on lead 0-7. Patient can feel stimulation on both sides of back & has been getting pain relief with program on 8-15.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022. Product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022. Explanted: product type lead product ID 97745nt. Serial# (B)(6). Product type this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.